Event description:
It was reported that the patient stated he was experiencing significant pain from his recent ambicor penile prosthesis (app) implant and had difficulty walking due to the pain in the scrotum. During a surgical procedure, the physician identified a substantial amount of pus and signs of infection in the scrotum. Consequently, a washout was performed, and the old app was removed. However, an attempt to implant a new malleable device was unsuccessful due to extensive tissue damage from the patient's poor health condition. No additional patient complications were reported.